Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a hard plastic like material was found on the needle of a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2" before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is a bubble of hard material on the needle. The returned syringe was examined under the microscope and under uv light and exhibited what appeared to be adhesive splatter on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. Unable to perform DHR/qn review due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time the probable root causes for this issue are: maladjustment of the adhesive nozzle. Flow on adhesive nozzle is set too high. Occasionally adhesive gets transferred to the o-ring pull-out device, causing adhesive splatters on the cannula as each needle assembly goes through the o-rings. The o-ring pull-out device pulls the cannula out of the hub slightly to deposit adhesive in the correct location on the cannula.

Manufacturer narrative:
Investigation: upon evaluation by (B)(4), it was noted that the sample received exhibited what appeared to be adhesive splattered onto the cannula. The sample was inspected under ultraviolet light and confirmed to be adhesive, presumably the same that is utilized in affixing the cannula into the hub. Ftir analysis performed at franklin lakes confirmed the material to appear to be adhesive. During the process of cannulating the hub, a series of steps is underwent, including application of the adhesive to the appropriate portion of the cannula/hub, occurs on the needle lines. It is possible, either through failed cannulation or mis-alignment of the adhesive nozzle during this process, that adhesive could potentially end up on the cannula, such as in this sample. Recent improvements to the needle lines, including upgraded lighting and vision systems for identification of adhesive runover/splatters have been made as of 17aug2017. As the batch is unknown, bd is unable to verify that this product was produced prior to this date, however, given the turnaround time of reporting from the field on product defects, it is likely prior to implementation of these upgrades. CAPA (B)(4) was initiated by the (B)(4) plant to address "adhesive runoff", as well as "shield difficult to remove" customer complaints and their associated root cause(s).